Manufacturer narrative:
Pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers scrolling up or moisture damage under lcd screen, electronic assembly or motor noted. Unit passed displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The customer stated that fluid was visible under the display. The customer reported that the insulin pump had been dropped into a toilet. Blood glucose level at the time of the incident was 274 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.